Event description:
It was reported that the patient developed wounds that caused pain at the anchor site. Surgical intervention was undertaken on (B)(6) 2026 wherein the anchors were repositioned to address the issue. Therapy was restored post procedure.

Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.